Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Beginning (B)(6) 2016, ventricular sensing integrity counts (sics) up to 1486; ventricular tachycardia (vt)-nonsustained episodes. Evidence of lead noise oversensing on session report electrogram. Impedance trends are within range. Right ventricular (rv) lead integrity warning occurred on (B)(6) 2016 for sic greater than 30 in 3 days, and 2 or more high rate nonsustained episodes. R-wave amplitude varies from (B)(6) 2014 through (B)(6) 2016. Beginning (B)(6) 2015 the minimum r-wave amplitude drops from approximately 12 millivolts to 1-2 millivolts. Concomitant medical products: 419478 lv lead, 1782tc ra lead, implanted (B)(6) 2008. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered on the right ventricular (rv) lead for oversensing with sensing integrity counter (sic) present and high rate non-sustained tachycardia (hrnst) episodes. The lead also exhibited loss of capture. The lead has been programmed for increased rv output and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.